Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room with noise oversensing on the right ventricular lead. Patient was discharged and then returned same day after receiving inappropriate defibrillation therapy. Magnet was placed over device to prevent further inappropriate shock. Lead was capped and replaced on (B)(6) 2019 due to lead fracture causing oversensing. Patient condition was stable.